Event description:
It was reported that the patient expired. The patient had a terminal illness; the cause of death was not reported. Per the reporter, the death was unrelated to the implanted device system. The pump contained hydromorphone 2.5 mg/ml; compounded baclofen 600 mcg/ml; bupivicaine 40 mg/ml; clonidine 500 mcg/ml and droperidol 400mcg/ml. The infusion rate was 0.6 ml/day.